Event description:
It was reported that bd max¿ enteric parasite panel high increase in positives and after retested they are negative. The following information was provided by the initial reporter: customer that a high positivity rate increase, she made a 2 week review, and they saw the increase rate on the instrument ct0588 on the last months.

Manufacturer narrative:
H.6 investigation summary: the complaint investigation for discrepant results when using the bd max¿ enteric parasite panel assay (ref# (B)(4) lot 2285864 was performed by the review of the manufacturing records, customer¿s data analysis and verification of complaints history. Review of the manufacturing records of bd max¿ enteric parasite panel assay indicated that the lot was manufactured according to specifications and met performance requirements. Customer reported an increase of the positivity rate for glamb and crypto targets, in the last twelve months and mentioned five samples tested in january as example. Two of those samples were positive for glamb and crypto targets while two others were positive only for the glamb target. These four samples were negative upon repeat. The fifth sample was initially unresolved but tested positive for the glamb target when it was repeated. Customer provided the database from instrument ct0588 for investigation. Positivity rate of the database provided was analyzed, and no increase was observed in time. Manual pcr curve adjudication was conducted across the five discrepant results (run 6183/ lane b12, run 6186/lane b5, run 6188/lane b5, run 6204/lanes a6 and run 6205/lane a6). Analysis of the pcr curves revealed step dislocation in the raw pcr signal for glamb and crypto target, resulting in positive results. It is unlikely that these atypical curves are due to true amplifications and the root cause could not be identified. Nevertheless, manual curve adjudication has limitations; visual examination of pcr curves for low signal or aberrant curve geometry is a conservative assessment of the data. Based on the data analyzed, no reagents issue is suspected. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant results on bd max¿ enteric parasite panel assay lot 2285864. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd max¿ enteric parasite panel high increase in positives and after retested they are negative. The following information was provided by the initial reporter: customer that a high positivity rate increase, she made a 2 week review, and they saw the increase rate on the instrument ct0588 on the last months.